Event description:
Event #1- [redacted date]: sealed, sterile dressing materials opened and appear to contain mold. Sent to dermapac for investigation. They informed us on [redacted date] that they did not investigate the product due to bioburden presence upon receipt of the sample. Event #2 [redacted date]: when applying silver nitrate to a clean unopened dressing spots appear within a few minutes of application. A second dressing was opened and run under water and spots did not appear. Rep notified, performed a site visit, took product off the unit and told the site not product is not safe for use until the product had undergone a laboratory investigation. We closed all open orders and messaged to sites. Manufacturer response for gauze, custom pac burn dressing (per site reporter) they state they are contacting all customers to remove this product from patient care until investigation is complete. Dermapac does not manufacture the gauze, rather makes custom kits with gauze mfg'd by outside mfg.